Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump date was inaccurate. Reportedly, the pump date was set incorrectly. Tandem technical support guided the customer through adjusting the pump time. There was no impact to customer's blood glucose level.